Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastrectomy, after setting up the device as usual, the cartridge articulated automatically. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient harm.